Event description:
Litigation alleges patient suffers from tissue damage, inflammatory action, bone loss, fluid, pseudotumor reaction, pain, and loss of mobility.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision indications for surgery state "ions are mildly elevated and he has a positive MRI and has pain". The revision narrative indicated "there was a significant amount of fluid in the capsule" and tissue "appeared to have pseudotumor reaction". No metal ion labs are available to determine what mildly elevated indicates. There is nothing within the medical record to support tissue damage or bone loss as alleged. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 1/17/17 - pfs and medical records received. After review of the medical records for MDR reportability, MRI of the brain w/o contrast found subtle white matter changes likely reflecting mild chronic microvascular ischemic change, though nonspecific--otherwise grossly normal MRI. Eeg study for c/o altered mental status noted patient reported having had "several head injuries during his life". Eeg was normal. Carotid artery ultrasound for unexplained syncope indicated patent, non-stenotic carotids. Again, as noted previously, there is nothing within the medical record to support alleged tissue damage or bone loss. Updated comorbidities. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.